Event description:
During a coronary artery bypass procedure, the cs rep noticed that there was slight bleeding, and clamp was used to continue the procedure. On 8/30/2007, additional info was received, during the procedure, after the cs rep left, it was identified that there was a hole on the posterior wall of the aorta, stitches were used to complete the procedure. After several attempts to obtain further info, no add'l info was available. 09/17/2007-the hosp reported that the pt later expired from unknown cause. No further info was available.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.